Event description:
Event verbatim [preferred term] experienced a severe 3rd degree burn on his lower back [burns third degree]. Case narrative: this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n15776, expiration date mar2019, via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Past product event included the patient previously took thermacare lower back & hip wrap for more than 8 hours with no problems. Consumer stated within 4hrs he experienced a severe 3rd degree burn on his lower back. Consumer stated he had never experienced this before and he was wearing the wrap over a shirt. Event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "3rd degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "3rd degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Event verbatim [preferred term] experienced a severe 3rd degree burn on his lower back [burns third degree] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n15776, expiration date: mar2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare lower back & hip wrap for more than 8 hours with no problems. On an unspecified date, the patient reported within 4hrs he experienced a severe 3rd degree burn on his lower back. He stated he had never experienced this before and he was wearing the wrap over a shirt. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event "3rd degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. No follow up attempts are possible. No further information is expected., comment: based on the information provided, the event "3rd degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.